Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d9, h3, h6 additional information was requested, and the following was obtained: the procedure was performed on both eyes of the patient. The suture was torn in the center, and both ends remained secured on one side after the suture was loosened, the incision was subsequently closed again , not in the operating room. The surgeon does not recall which suture was used for the closure, although it was of the same type but from a different box. *did the exact same event happen for 2 patients? If no, please provide an event description for the 2nd patient. The suture opened in two different patients, each in one eye. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. No information date and name of index surgical procedure? 02.07.25 blepharoplasty what was the tissue condition (normal, thin, calcified, fragile, diseased)? No information how was the suture placed (interrupted or continuous)? Continuous how was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? After it was discovered that the suture had opened, the surgeon re-sewn the incision and released both patients to their homes. The surgeon did not notice anything abnormal in the suture. Confirm that the suture broke post operatively. Did the patient have any symptoms following the index surgical procedure? The suture tore after surgery . Other relevant patient history/concomitant medications? No information what is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon has no explanation for the issue. What is the patient's current status? Proper h6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. Nine representative unopened samples were received for analysis. Product code w8003t. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *did the exact same event happen for 2 patients? If no, please provide an event description for the 2nd patient. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Confirm that the suture broke post operatively. Did the patient have any symptoms following the index surgical procedure? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
According to the report, on (B)(6) 2025, an oculoplastic surgery was performed on one eye of a patient (it is not known at this stage which eye) as part of a day admission. During the surgery, intern alia, an external stitch was made on the eyelid using the suture in question. According to the report, the surgery course was normal. Approximately two hours after the surgery, a follow-up was conducted before discharging the patient home. According to the report, upon removal of the pad from the eye, the surgeon noticed that the suture used for the external stitch on the eyelid was torn in the center, and both ends remained secured. The torn suture was removed in the hospital ward (without the need to return to the operating room), and a local re-suturing was performed (we are attempting to find out which suture was used for the re-suturing). No harm was caused to the patient, and she was discharged home the same day. According to the information received, the removed suture was not preserved, and therefore it will not be returned for analysis. We are working on obtaining the box from which the suture was taken in order to send the remaining sutures in the box for analysis. We are awaiting an update from the hospital regarding this matter. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, ip-02446148. Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.